Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room for a device check after the patient felt vibrating. The device was found to be in backup vvi. The device was reprogrammed without incidence. A bpa firmware update was also performed without incidence. The patient tolerated the process well. The patient was stable before, during, and post the event.